Event description:
The complainant reported that after inflation and correct use of the device, it was difficult to retrieve the deflated balloon, because it was stuck against the oesophageal wall. The physician applied force and was able to remove the shaft. The balloon detached inside the patient and was retrieved with the help of a diathermic loop. No pt consequences due to the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.